Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested on the status of the iabp. A supplemental report will be sent upon receiving this information.

Event description:
During a field action being performed by a getinge designee on the cs300 intra-aortic balloon pump (iabp), the battery run time test failed. The getinge will not be involved in the repair of this unit. The unit was returned to biomed for the batteries to be changed. The getinge service technician have been made aware of the issue. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer confirmed to the responsible getinge stm that at a later date they replaced the batteries and completed the performance check out, and the iabp was cleared for clinical service. Full name of event site: (B)(6).

Event description:
During a field action being performed by a getinge designee on the cs300 intra-aortic balloon pump (iabp), the battery runtime test failed. Getinge will not be involved in the repair of this unit. The iabp was returned to the biomedical engineer for the batteries to be changed, and the responsible getinge service territory manager (stm) has been made aware of the issue. There was no patient involvement and no adverse event was reported.